Event description:
It was reported that on (B)(6) 2025, a 6mm x 4mm amplatzer duct occluder was successfully implanted in a patient. The occluder was implanted in a patent ductus arteriosus. It was noted when removing an unknown non-abbott pigtail catheter from the aorta, that the pigtail catheter hooked and pulled on the occluder. It was confirmed via fluoroscopy, that the occluder migrated into the aorta, but did not embolize. There was no damage caused to the occluder by the pigtail catheter. Many attempts were made to snare and re-position the occluder but were unsuccessful. The patient was sent to surgery to have the 6mm x 4mm amplatzer duct occluder explanted. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration during the implant was reported. Possible contributing factors for device migration include, difficulty implanting device, and positioning issue. Information from field indicated that when removing pigtail catheter, the released pda device was partially pulled into the aorta. Field indicated that there were many attempts made to snare the device to reposition it but was unsuccessful. Although requested, information regarding the used defect dimensions, imaging of the procedure and procedural notes were not provided. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the available information, the cause of the reported device migration could not be conclusively determined. The reported surgical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared but was unsuccessful. There is no indication of a product quality issue with regards to manufacture, design, or labeling.